Event description:
The product was used during a a+p repair. During removal of the packing bleeding was noted. The surgeon controlled the bleeding and observed a one inch opening in the suture line. Chromic suture was used to reclose the wound.